Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The technician confirmed white partilces during the device evaluation. In addition to the above findings, the device was scrapped.

Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, white particles were found in contamination findings. The device's event log was reviewed by the service center and error code found. Correction to this report, after further investigation of this report, it is determined that with this investigation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 09/12/2025 from duplicate ra. Patient details and allegation of visualization of particles were received from additional information. In box a: patient identifier was updated. In box e: reporter first name, reporter last name, reporter phone, reporter email were updated.